Event description:
It was reported that a green reload was used during a bowel surgery about a week ago. The patient had a problem with the anastomosis, so had to be taken back to surgery. No other information available at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon called to request information on if a green reload can be used on the bowel. She states that she normally uses a blue reload, but used a green instead for this patient. The surgeon was unable to provide the exact product code used on the patient. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.